Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on november 15, 2021, it was found that there was gap of adhesive on the distal end / stain entered inside the lens through the gap. There was a foreign material on groove or gap of the distal end due to insufficient cleaning. There was no report of patient injury associated with the event.

Manufacturer narrative:
Local service department checked the subject device and found the phenomena. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to correct aware date. The correct aware date was november 17, 2021, not november 15, 2021 as reported in initial MDR.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. According to the inspection result by local service department, the foreign material adhered to the forceps elevator. Based on the inspection result and the past similar case, omsc presumed that the event was due to the following handling. A) the user insufficiently reprocessed around the forceps elevator after procedure. B) foreign material onto the elevator got dry and adhered since the user did not reprocess the subject device immediately after procedure. According to the inspection result by local service department, inside of light guide lens was dirty. Based on the inspection result and the past similar case, omsc presumed that the event occurred in the following mechanism: I) micro-gap was generated at the light guide lens glue by physical stress / chemical stress from user handling. Ii) dirt, water or moisture adhered to the light guide lens or its glue invaded the lens from the gap. The exact cause of the reported event could not be conclusively determined.